Event description:
A site rep reported that the fusion navigation system was intermittently freezing. The site rep stated the exam size was approx 140 slices. The surgeon was able to proceed with the surgery, with the use of the fusion navigation system. There was no impact on the pt outcome.

Manufacturer narrative:
Replaced the computer, axiem and emitter. Also upgraded with new software. Unit no longer freezing. Software investigation currently in progress.